Event description:
It was reported that the patient underwent an explant surgery due to a previous infection. The device was removed and a new aus was implanted on (B)(6) 2019. No further complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.